Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was abandoned surgically due to lead exhibited high pacing threshold. Additional information indicated that the spiral lead was replaced with another lead likely due to anatomy and lack of pacing vectors with the spiral lead. No additional adverse patient effects were reported.